Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73g1800267 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that two units were shooting closed clips; unable to ligate vessels.

Event description:
It was reported that two units were shooting closed clips; unable to ligate vessels.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was reviewed with a r & d engineer. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent and the jaws appearing to be out of position. The returned sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly. Another attempt was made , and the second clip was also unable to load properly. The sample was disassembled to inspect the internal components. It was found that the jaw centering tab on the distal end of the channel was malformed. As a result, the top jaw was able to move past the jaw centering tab upon loading which prevented the clips from loading properly into the jaws of the device. It was also observed that the proximal end of the tube was slightly bent. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. Based on the observed damage, the issue appears to have occurred during manufacturing of the part from the supplier. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Upon functional inspection, it was found that the jaw the centering tab on the distal end of the channel was malformed which allowed the top jaw to move past the jaw centering tab upon loading and prevented the clips from loading properly into the jaws of the device. Based on the observed damage, the issue appears to have occurred during manufacturing of the part from the supplier. A non-conformance has been opened and is currently in progress to further investigate this issue. The reported complaint of "shooting closed clips" was confirmed based upon the sample received. One device was returned with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. Upon functional inspection, it was found that the jaw centering tab on the distal end of the channel was malformed. As a result, the top jaw was able to move past the jaw centering tab upon loading which prevented the clips from loading properly into the jaws of the device. Based on the observed damage, the issue appears to have occurred during manufacturing of the part from the supplier. A non-conformance has been opened to further investigate this issue.